Event description:
Respiratory tech observed what appeared to be sparking inside heater wire adapter outlet of fisher & paykel heater humidifier. Unit was brought to biomed, along with ventilator and original pt. Circuit, where rptr also observed the sparking. The MFR was called, and requested that rptr send the unit in.